Event description:
The ICD was explanted when it reached eri 2.5 years post implant with "nominal" use. During the explant process, the lead "came apart" near the pin. It was observed that the lead might be fractured near the terminal pin. It is believed the lead was fractured prior to removal. A portion of the lead was returned for analysis. The other portion was capped.